Event description:
Unomedical reference number (B)(4). Event occurred in austria. It was reported that the patient's infusion set fell off because plaster was not sticking to his body. The site was patient's abdomen. No further information available.